Manufacturer narrative:
Patient information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Telephone number: (B)(6). Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic broke off the intraocular lens (iol) as the doctor was inserting it. No patient injury was reported. The iol was removed and replaced in the same procedure. A back-up lens was used as the replacement. No additional information was received.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 07-dec-2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was inside the complaint simplicity cartridge, however, the lens did not appear to be stuck. The lens was removed from the cartridge, cleaned, and evaluated, in which lens damage was observed on the optic. Each haptic was in place and undamaged. The preloaded complaint device simplicity was inspected under magnification revealing that the cartridge and cartridge tip had damage in the form of a stress mark. The cartridge tip was also observed to be deformed. The preloaded complaint device simplicity was disassembled and inspected under magnification and no further issues were identified the complaint issue ¿haptic detached¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted